Manufacturer narrative:
(B)(4).

Event description:
The patient recently had a pump and catheter replacement approximately 1 week ago. A dye study was done and they were able to aspirate, but when they pushed the dye thru, the dye did not come out the tip of the catheter, but it almost shot backwards into the epidural space. After revision that dose was decreased from 1000mcg/day to 200mcg/day. Two days post op, the patient felt a little loose so the dose was decreased to 180mcg/day. Today the patient has spasms and major hallucinations and low bp (not low in general, but low for this specific patient). Hcp was concerned that the patient is going thru withdrawal and altered mental status. The pump was used to deliver gablofen it was later reported the patient experienced visual and auditory hallucinations. The dose was increased to 220 mcg/day. It was noted the patient was home. Additional information later reported the patient was doing better. The hcp did change the drug in the pump from gablofen to lioresal. Additional information later reported that gablofen was in the pump at the time that the patient started having an altered mental status. It was decided to drain the pump of its contents and rinse the reservoir. The pump was then refilled with lioresal as an intervention/troubleshooting method. No issues are being reported with lioresal at this time.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).